Manufacturer narrative:
Device 235 of 378. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that 378 out of 650 wafers had an off centered starter hole. The affected products were not used on patients. Photographs depicting the issue were received from the complainant.